Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a male patient reported the injection button of his humapen ergo ii device could not be pushed down and the air bubble could not be removed. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1510d01, manufactured october 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not accurate, pen jammed, or air bubble removal issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included hypertension, cerebral infarction, prostatic hypertrophy, family history of diabetes. Concomitant medications included unspecified oral hypoglycemic medications. The patient received insulin lispro (rdna origin) (humalog 100u/ml), cartridge, via reusable pen (humapen ergo ii), 8 (units were not provided) each morning, 8 (units were not provided) at noon and 8 (units were not provided) each evening, subcutaneously, for the treatment of diabetes mellitus beginning in (B)(6) 2016. On an unreported date the injection button of the humapen ergo ii could not be pushed down intermittently, and in (B)(6) 2016, he could not removed the air bubbles from the device (lot number 1510d01/ (B)(4)). Sometime while on insulin lispro and humapen ergo ii, his blood glucose was unstable as it was high (values and units were not provided) due that he was hospitalized on (B)(6) 2017. Further hospitalization details were not provided. Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro treatment was continued. The user of the humapen ergo ii and his/ her training status was not provided. The humapen ergo ii model duration of use and suspect duration of use was about 3 months. Humapen ergo ii use continued. The device was not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro or not and did not provide an assessment of relatedness between humapen ergo ii and the event. Edit 23feb2017. Case was opened to enter medwatch device fields for device mailing. No new information. Update 01-mar-2017: (B)(4) was received from the affiliate on 23-feb-2017. Narrative was updated with new information. Update 27mar2017: additional information received on 27mar2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information. Added date of manufacture. Corresponding fields and narrative updated accordingly. Update 05apr2017: upon review, the case was opened to update the narrative with the product complaint information.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included hypertension, cerebral infarction, prostatic hypertrophy, family history of diabetes. Concomitant medications included unspecified oral hypoglycemic medications. The patient received insulin lispro (rdna origin) (humalog 100u/ml), cartridge, via reusable pen (humapen ergo ii), 8 (units were not provided) each morning, 8 (units were not provided) at noon and 8 (units were not provided) each evening, subcutaneously, for the treatment of diabetes mellitus beginning in (B)(6) 2016. Sometime while on insulin lispro and humapen ergo ii (lot number 1510d01/ (B)(4)) his blood glucose was unstable as it was high (values and units were not provided) due that he was hospitalized on (B)(6) 2017. Further hospitalization details were not provided. Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro treatment was continued. The user of the humapen ergo ii and his/ her training status was not provided. The humapen ergo ii model duration of use was about 3 months and the suspect humapen ergo ii duration of use was not reported. Humapen ergo ii was continued and if returned an evaluation would be performed. The reporting consumer did not know if the event was related to insulin lispro or not and did not provide an assessment of relatedness between humapen ergo ii and the event. Edit 23feb2017. Case was opened to enter medwatch device fields for device mailing. No new information. Update 01-mar-2017: (B)(4) was received from the affiliate on 23-feb-2017. Narrative was updated with new information..